Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2017. The customer's blood glucose was 1000 mg/dl when he made it to the hospital. The caller stated that there is no official cause of death, yet. The caller stated that the customer was not ill. The caller did not know the customer's blood glucose as the time of passing. The customer was not wearing the insulin pump at the time of death; it was disconnected when the customer got to the hospital, approximately three days prior to passing. The customer was using sensors however the caller did not know whether or not a sensor was worn at the time of death. The caller agreed returning the insulin pump for analysis.

Manufacturer narrative:
The pump passed all functional tests, including the idle current, run current, self test, off no power, unexpected restart, displacement, basic occlusion, occlusion, prime, rewind and excessive no delivery tests. The pump was received with no battery installed. The pump was received with a cracked reservoir tube lip and minor scratches on the lcd window. The pump passed the delivery accuracy test. Data analysis: there is no data listed for the date of (B)(6) 2017 due to pump received without a battery installed.